Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: product code nw5331 is an non absorbable suture not a mersilk suture. What was being done when the suture broke (removal from package / during passage through tissue/ during tying / post-op)? Procedure name and date? Event date? What was used to complete the procedure? Patient's condition? Lot number? Device return status/follow up?

Event description:
It was reported that the suture have broken on an unknown date. It is unknown if this event occurred during a patient procedure. There were no adverse patient consequences reported. No additional information was provided.